Manufacturer narrative:
A review of lot c712 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for tubing leaks. The assessment is based on information available at the time of the investigation. The photo evaluation is still in progress at the time of this report; therefore, final investigation findings are still pending. (B)(4).

Event description:
Customer called and reported during photo activation they observed blood coming out around the hematocrit (hct) cuvette. Customer aborted the treatment. Customer did not return volume to the patient. Patient was in stable condition. Customer provided photos for evaluation.